Manufacturer narrative:
Additional information: the guidewire used was part of the balloon and was not another guidewire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Image review the first image, is of the patient¿s ankle and is titled as guide which includes an arrow that points to a radiopaque mass that appears to be in a branch off the distal peroneal artery. Due to the quality and clarity of the image it is not possible to positively determine if this is a guidewire or portion of the balloon chamber. The second image, titled proximal is of the peroneal artery. Due to the quality and clarity of the image it is not possible to positively determine either procedural ancillary devices, (e.g., guidewire) or the amphirion deep pta balloon dilatation catheter are in the image. The image is most likely a contrast flow cine to show the vessel anatomy to be treated. The third image, titled distal is of the peroneal artery. Due to the quality and clarity of the image it is not possible to positively determine either procedural ancillary devices, (e.g., guidewire) or the amphirion deep pta balloon dilatation catheter are in the image. The image is most likely a contrast flow cine to show the vessel anatomy to be treated. Three more photographic images of cine images were received for analysis. The first image, is of the patient¿s ankle and is titled as guide which includes an arrow that points to a radiopaque mass that appears to be in a branch off the distal peroneal artery. Due to the quality and clarity of the image it is not possible to positively determine if this is a guidewire or portion of the balloon chamber. The second image, titled proximal is of the peroneal artery. Due to the quality and clarity of the image it is not possible to positively determine either procedural ancillary devices, (e.g., guidewire) or the amphirion deep pta balloon dilatation catheter are in the image. The image is most likely a contrast flow cine to show the vessel anatomy to be treated. The third image, titled distal is of the peroneal artery. Due to the quality and clarity of the image it is not possible to positively determine either procedural ancillary devices, (e.g., guidewire) or the amphirion deep pta balloon dilatation catheter are in the image. The image is most likely a contrast flow cine to show the vessel anatomy to be treated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that during balloon inflation, the balloon burst and the catheter fractured. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the guidewire broke. The balloon did not burst. The distal end of the guidewire fractured and the balloon detached and remained in the patient. A recovery attempt likely took place but details unknown and this attempt failed. No future plans to remove balloon. The physician considers the benefit / risk of such an intervention unfavorable for this patient. The blood supply to the lower limb is provided by a second artery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an amphirion deep pta during procedure to treat a moderately calcified plaque lesion with the distal peroneal artery. The vessel was moderately tortuous. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that during delivery through the vessel, the catheter fractured and the detached portion remains in patient. The device did not pass through a previously deployed stent. The peroneal artery is occluded due to detached component in the distal part of the leg. No further patient injury reported.